Event description:
The hcp reported that the patient has a new pump and catheter for itb therapy, but does not seem to be getting any results. The nurse also noted that she is unable to aspirate through the catheter access port. The hcp is considering further troubleshooting. Add'l info received from the MFR's rep indicated the patient had some swelling around the pump with the lact of efficacy. It was determined the patient had a hygroma (csf) in the pocket site. The catheter was found to be partially disconnected. The catheter was reconnected and the patient was "doing ok" immediately following. The drug used in the pump is lioresal 500 mcg/ml to treat spasticity following a heart attack. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.